Event description:
(B)(4) it was reported by the facility staff that the 9805p hydraulic patient lift allegedly had the front left caster turning and sticking while in use, resulting in the unit to become unstable and unable to be operate. There was no injury reported.